Event description:
Upon removal of the pleurx catheter (item #50-7050), the catheter snapped above the cuff and below the skin. It was a clean break. There was no serious adverse effects, although it led to air entraining back into the pleural space. The patient required two followup chest xrays after the removal to ensure there was no significant pneumothorax.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the broken catheter, therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information, we concluded that the potential root cause is related to user error due that the catheter was working fine throughout treatment and broke while being removed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see manufacturer here.

Manufacturer narrative:
Pr 2680862: initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Upon removal of the pleurx catheter (item# (B)(4)), the catheter snapped above the cuff and below the skin. It was a clean break. There was no serious adverse effects, although it led to air entraining back into the pleural space. The patient required two followup chest xrays after the removal to ensure there was no significant pneumothorax.